Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they completed the trial and were scheduled to get the permanent implant on (B)(6) 2026. Patient reported the trial was uncomfortable and was a "tough test". Patient reported they couldn't go to the gym because of the wires "sticking out" and hitting anything they were doing on the machines so patient had to do the treadmill. Patient inquired if they shouldn't have this issue with the permanent implant. Agent reviewed permanent implant vs trial. When asked for event date, patient stated it was like 2-3 days into the trial. Patient stated they thought a wire "misplaced" but stated everything seemed intact. Patient also stated they had a "purple stain" on their underwear and on the toilet seat when they sat down at first, but then it subsided. Patient stated whatever the stain was indicated something along with the pain. Patient stated they told their doctor (dr) about the purple stain and their dr told patient they had never heard of that. Patient inquired about questions with permanent implant. Agent reviewed device longevity. Patient inquired about how they would know when implant reaches end of service life. Agent reviewed overview of external devices/therapy. Agent reviewed overview of replacing implant. Patient stated their dr told them that they expect that patient's bladder would be "conditioned and reprogrammed" to function from the nerve impulses and would have a hard time kicking back into normal function because it was so used to being stimulated. Patient inquired how the stimulation effects the bowels. Agent reviewed device indications for use. Patient stated their dr told patient it can effect patient's bowels, but patient was told that there's was strictly for urinary, but that implant has been known to also improve bowel function. Patient stated they were getting implant for urgency and incontinence and stated it just trickles sometimes. Patient stated they reach the bathroom and when they get to the bathroom it was "literally an ounce" and stated their bladder doesn't empty all the way and also "heading into the urgency part". Patient stated last year they tried medications to address these two symptoms and that didn't have any notable improvement. Patient's urologist told patient the trial came out very conclusive and stated, "this unit" would help alleviate, not eliminate but alleviate a lot of the symptoms and it should help patient's quality of life. Patient asked if there were any recalls on manufacturer products. Agent reviewed general information on recalls. Patient was redirected to their healthcare provider for further discussion. Patient inquired if they could speak with an ambassador. Agent transferred patient to ambassador/campaigns department. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_unknown_lead lot# unknown. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they completed the trial and were scheduled to get the permanent implant on (B)(6) 2026. Patient reported the trial was uncomfortable and was a "tough test". Patient reported they couldn't go to the gym because of the wires "sticking out" and hitting anything they were doing on the machines so patient had to do the treadmill. Patient inquired if they shouldn't have this issue with the permanent implant. Agent reviewed permanent implant vs trial. When asked for event date, patient stated it was like 2-3 days into the trial. Patient stated they thought a wire "misplaced" but stated everything seemed intact. Patient also stated they had a "purple stain" on their underwear and on the toilet seat when they sat down at first, but then it subsided. Patient stated whatever the stain was indicated something along with the pain. Patient stated they told their doctor (dr) about the purple stain and their dr told patient they had never heard of that. Patient inquired about questions with permanent implant. Agent reviewed device longevity. Patient inquired about how they would know when implant reaches end of service life. Agent reviewed overview of external devices/therapy. Agent reviewed overview of replacing implant. Patient stated their dr told them that they expect that patient's bladder would be "conditioned and reprogrammed" to function from the nerve impulses and would have a hard time kicking back into normal function because it was so used to being stimulated. Patient inquired how the stimulation effects the bowels. Agent reviewed device indications for use. Patient stated their dr told patient it can effect patient's bowels, but patient was told that there's was strictly for urinary, but that implant has been known to also improve bowel function. Patient provided the following medical information: patient stated they couldn't sleep more than an hour and a half to 2 hours and stated they sleep with oxygen because they thought patient was waking up because of an oxygen depletion during their sleep during a sleep apnea test and it was discovered that maybe patient's lack of oxygen during the night was waking patient up and as patient became consciously awake it was like "oh now they got to go pee". Patient reported they were on oxygen at night when they sleep and they still get up but during the trial they got relief and they went for 6 hours while they slept. Patient stated they think this was the right combination between the oxygen and the device therapy. Patient stated they were getting implant for urgency and incontinence and stated it just trickles sometimes. Patient stated they reach the bathroom and when they get to the bathroom it was "literally a n ounce" and stated their bladder doesn't empty all the way and also "heading into the urgency part". Patient stated last year they tried medications to address these two symptoms and that didn't have any notable improvement. Patient's urologist told patient the trial came out very conclusive and stated "this unit" would help alleviate, not eliminate, but alleviate a lot of the symptoms and it should help patient's quality of life. Patient asked if there were any recalls on manufacturer products. Agent reviewed general information on recalls. Patient was redirected to their healthcare provider for further discussion. Patient inquired if they could speak with an ambassador. Agent transferred patient to ambassador/campaigns department. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information.